Event description:
It was reported that the right ventricular (rv) lead was fractured and the patient received several inappropriate shocks. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary- the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was included in a field action, returned product testing found the device did not perform as described in the field action. Concomitant products: 5076-52, lead, (B)(6) 2011; 4194-88, lead, (B)(6) 2011. (B)(4).